Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient is scheduled for replacement on (B)(6)2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins turning off was likely user error. The patient reported that a screen came up that had a doctor sign and letters. The rep reviewed with the patient how to read the battery and the use of the sync button instead of the on/off button when connecting. It was reported that the battery was close to having an "elective replacement indicator" (eri) and as a result, the patient will have their device replaced in (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the stimulation turned off by itself two times when the patient was at home. The patient noted that it first happened a couple of months ago and then again about 2 weeks ago. The patient programmer (pp) showed that the ins was off and at the second instance, the patient saw a ¿different picture¿ that they thought had something to do with needing the battery changed. The patient couldn¿t remember the exact screen. It was reported that the patient had increased pain at the first occurrence, which prompted them to check the ins. No further complications are anticipated.